Event description:
The customer swapped the homechoice (hc) machine. The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n): (B)(4) - ground bond failed performance spec. Indicate alarms or additional findings: measurement 0.107 ohm specs are 0.001 - 0.100 ohm. After review of (B)(4), the customer swapped the device due to: no customer reported problem. (B)(4) rn homechoice / homechoice pro iipv field communication and software upgrade. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the (B)(4) - ground bond failed performance spec was determined to be caused by poor connection of the door ground cable assembly. The device was sent to service with instructions to scrap the door ground cable assembly.